Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery and error alarm confirmed in the history file. The insulin pump was unable to perform excessive no delivery test and occlusion test due to motor error. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received missing end cap sticker. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm while attempting to prime. During troubleshooting for prime rewind, customer reported of not being able to exit the "preparing to prime" loop. Customer received numbers on screen after holding down the act button. Customer's blood glucose was 187 mg/dl. During troubleshooting for motor error alarm, customer reported that drive support cap appeared normal, customer had not been exposed to magnetic field and there was no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced. During phone call, customer's blood glucose elevated to 600 mg/dl due to eating and being disconnected from insulin pump.